Event description:
Information received from an attorney representing an individual who claimed to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9-year device life," and further claimed the ins "failed well before the expiration of nine years." It was noted the device was explanted on (B)(6) 2015 after being implanted on (B)(6) 2014. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.